Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient was unable to orgasm with their inflatable penile prosthesis (ipp) implant device. There was no further patient complications reported.

Event description:
It was reported that the patient was unable to orgasm with their inflatable penile prosthesis (ipp) implant device. There were no further signs or symptoms reported.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.